Event description:
The unit burned. Inspection revealed a 2" diameter burn through one side of the unit and the flannel cover. It appeared that the unit had been folded during use (contrary to the instructions in our user"s booklet). This action has caused the heater wire to ignite the duck cover of the unot. No deaths or injuries were reported.